Event description:
It was reported by the manufacturer's representative that during the placement of an interstim lead for a bowel test procedure, one of the leads broke while the physician was attempting to reposition the lead for programming. The physician was unable to retrieve the end of the lead at that time and it was elected to leave the end of the lead in the patient. The patient was treated with antibiotics and will be followed with x-rays of the area.